Manufacturer narrative:
Corrected data: g1: (B)(4). This is one (1) of two (2) reports submitted on this event.

Manufacturer narrative:
Additional information has been requested. A review of the lot history records for this device did not reveal any nonconformances to specification or deviations in procedure. The risk management files were reviewed and no new risks were identified in the available reported information for this pe that require any changes to the current fmea, risk analysis, or labeling. This was a two-level implantation. This is one (1) of two (2) reports submitted on this event.

Event description:
Two-level patient presented with neck pain, pain in the left shoulder and slight paresis. It was reported an instability of the prosthesis at c5/6 was assumed and a revision was performed in 2017; a second revision was performed (B)(6) 2021 due to an alleged malfunction and space-occupying ossification. Both devices were explanted. The devices were intact at the time of removal.